Manufacturer narrative:
The reported event was unable to implant. As received, a complete lead was returned in two pieces for analysis. Electrical, mechanical, and visual analysis was normal with no anomalies found.

Event description:
It was reported that during implant on (B)(6) 2025, an issue of unable to implant was and user concern of lead defects was noted on the right ventricular (rv) lead. The physician elected to replace the rv lead with another rv lead. The patient was in stable condition.